Manufacturer narrative:
Troponin I (tni) data results from all lot w60017rb devices tested with cm calibrator j were within 2sd of the expected value and a tni cv within product insert claim. The batch record for lot w60017rb was reviewed and lot met all ous final release specifications. No sample was returned. Unable to rule out sample specific interference as a potential cause for discrepant results. No product deficiency was established with the triage cardiac device lot; lot performed as expected.

Event description:
Customer reported a potential discrepant low result with the triage cardiac triple marker panel vs. The lab. Although requested, no cut-offs were provided for either the triage test or the lab. There was no information regarding patient's diagnosis or treatment. This information was requested but not provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the us)